Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that the subject edwards mitral bioprosthetic valve, implanted approximately six (6) years and three (3) months, was explanted due to degenerative stenosis and regurgitation. Operative findings indicate the patient had a calcified bioprosthesis in the lateral position with stenosis and insufficiency. The explanted device was replaced with another edwards pericardial valve, with no reported complications.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device has not been returned to edwards for evaluation, therefore, the clinical observation cannot be confirmed or evaluated. Edwards will continue to review and monitor all events.